Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range pacing impedance measurements. An invasive procedure was performed. This lead was surgically abandoned. A new ra lead was not placed due the patient's burden of atrial fibrillation (af). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.